Event description:
It was reported that the ilet touchscreen did not accept a required press-and-hold confirmation during a cartridge and supply change, preventing the user from selecting yes until the device and mobile app were restarted. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change after the restart, with normal device operation reported. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed that a transient user interface malfunction was resolved by rebooting the ilet and the companion mobile application. It was concluded that the event was attributable to a temporary touchscreen responsiveness issue with no clinical impact and resolved through standard restart procedures.